Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. At the time of the report to tandem technical support (cts), the customer did not take any actions to address bg level as customer needed guidance from cts to resolve the reported issue. The customer reverted to an alternate method of insulin therapy.